Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively and the explanted ipg was disposed by facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.